Event description:
Pt is experiencing more drop attacks and grand mal seizures than before vns implant. Treating neurologist had been making adjustments to device settings in an attempt to acheive efficacy. The pt was seen in hospital emergency room with an increase in atonic seizures at which time treating neurologist made additional adjustments to device settings.